Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted pacemaker exhibited high out of range pacing impedance measurements. As a result, lead safety switch (lss) was triggered. Technical services (ts) recommended further testing. The patient underwent a device system revision as a possible lead device connection was suspected. During the procedure, the implanting physician attempted to insert a stylet into the rv lead lumen without success, which may be indicative of internal structural damage to the lead. The rv lead was explanted and successfully replaced. Once the lead was replaced the impedances were back in range. No additional adverse patient effects were reported. At this time, this pacemaker remains in service.

Event description:
It was reported that this recently implanted pacemaker exhibited high out of range pacing impedance measurements. As a result, lead safety switch (lss) was triggered. Technical services (ts) recommended further testing. The patient underwent a device system revision as a possible lead device connection was suspected. During the procedure, the implanting physician attempted to insert a stylet into the rv lead lumen without success, which may be indicative of internal structural damage to the lead. The rv lead was explanted and successfully replaced. Once the lead was replaced the impedances were back in range. No additional adverse patient effects were reported. At this time, this pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section h6 impact codes. At this time, no further information is available. Should additional information become available this report will be updated.